Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/05/2014 with the following findings: the keypad was found to be missing. Evaluation revealed that all keypad buttons were unresponsive. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed keypad damage and a keypad response issue. This report is made based on results of the investigation performed on 11/05/2014.